Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, they were hospitalized due to high blood glucose of 750 mg/dl and diabetic ketoacidosis on (B)(6) 2017. Customer was experiencing symptoms such as nausea, diarrhea, and dehydration. Customer was then driven to the emergency room. Customer did not recall any significant events that may have led up to the hospitalization. However customer mentioned he was treating with her insulin pump to correct a 600 mg/dl blood glucose level with 8 to 10 units, then repeated an hour later. Customer was wearing the insulin pump at the time of the hospitalization. Customer stated the last infusion set was changed on (B)(6) 2017. Troubleshooting was performed. The drive support cap on the insulin pump was reported as normal. No leaks or air bubbles were noted. No issues were noted on the site and the insulin was clear. Customer removed the infusion set and noted the cannula was bent. Customer declined further troubleshooting on the insulin pump, however did mentioned the battery compartment had a broken piece. Customer's current blood glucose was 175 mg/dl. Both the infusion set and insulin pump are returning for analysis.